Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a gastroscopy procedure of the esophageal junction performed on (B)(6) 2012. According to the complaint, during the procedure, the device was attempted to be used to inflate a balloon; however the hand pump could not inflate the balloon. The procedure was completed with another inflation device and the same balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the gauge was reading inaccurately, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(6). (B)(4) for the event revealed by the investigation of gauge reading inaccurately. Investigation results visual evaluation of the complaint device found no damage visually. The device was then hooked up to our test gauge and was able to inflate and deflate with no observed problems. However it was noticed that the gauge was reading about ½ psi off. The needle was reset and testing was repeated; the complaint was unable to be duplicated. The complaint of inflation difficulty with the device was not confirmed. The issue of the gauge reading inaccurately was most likely caused by jarring of the device either during shipping or preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.